Event description:
The customer reported that an initial reactive antibodies to hepatitis b surface antigen (ahbs2) result was obtained on a patient sample on the advia centaur xp analyzer. The initial reactive result was not reported to the physician(s). The sample was repeated in duplicates on the original instrument and results recovered as reactive and non-reactive respectively. Then, the customer repeated the sample on an alternate advia centaur xp instrument and results recovered as non-reactive. The repeat non-reactive results were considered correct and were reported to the physician(s). There is no known reports of patient intervention or adverse health consequences due to an initial reactive ahbs2 result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an initial reactive antibodies to hepatitis b surface antigen (ahbs2) result was obtained on a patient sample on the advia centaur xp analyzer. Quality control (qc) and calibration recovered acceptably on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, replaced the aspirate tube, repositioned, and secured the grounding cable on aspirate 4, performed dispense and aspirate test with water and wash on each probe, and ran 4 ahbs2 patients five times, which recovered acceptably. Then, the cse determined the multiple qc with signal 1 errors, repositioned the acid and aspirate tubing to avoid crimping, performed dispense tests, which passed. Next, the cse reran all qc, readjusted the aspirate probe tubing into sleeves and performed the aspirate and dispense tests again, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00257 on 25-oct-2024. Additional information (29-oct-2024): in addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) performed a total service visit, calibrated, and adjusted reagent probes 1, 2, and 3, verified acid and base dispenses and aspirations on all aspirate probes, verified dark counts and ran quality control (qc), which recovered acceptably. Siemens further evaluated the event and determined that an instrument malfunction, which was addressed with the service activities performed by the cse, contributed to the initial reactive results. The service activities and the routine troubleshooting actions performed by the cse, as described in the initial report, resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.